Event description:
It was reported that a spectrum infusion pump was alarming for a door error. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced door not fully latched alarms which confirmed and reproduced the reported "alarming for a door error." The alarm was caused by a failed lower link switch. The lower auxiliary assembly (containing the failed switch) was replaced.